Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that a supraventricular tachycardia episode had been recorded as a tachycardia episode. Upon further review it was discovered that the implantable cardioverter-defibrillator (ICD) was interpreting the signals incorrectly. There was no intervention reported. Patient condition was unavailable.